Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead impedance, capture threshold were abnormal and the lead helix failed to extend and retract. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events of unacceptable threshold, impedance anomaly and helix mechanism issue were confirmed. A complete lead was returned in one piece with the helix found extended, bent, and clogged with blood and tissue. X-ray inspection found the inner coil over torqued consistent with procedural damage. Electrical testing found an internal short between conductor paths due to the over torqued inner coil inside the connector region consistent with procedural damage. The cause of the reported events was due to the helix being bent, helix being clogged with blood and tissue and over torqued of the inner coil.